Event description:
This patient had an infected pocket. The left ventricular (lv) lead was removed and replaced along with the rest of the ICD system. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).